Manufacturer narrative:
Without a product return, no product evaluation can be conducted. As reported :the surgeon requested a 13 x 15 5h mobi-c implant for the patient. The nurse opened that size on the field for the surgical tech. The tech correctly loaded the implant onto the inserter and noticed the implant was loose on the inserter. The doctor thought something was wrong with and requested then a new one. Several attempts were made to collect additional data, no other information provided. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, it is assessed that the event is not device related: little play is normal between prosthesis & peek jaws as mentioned in surgical techniques (step 9). As product was not returned, this play cannot be quantified. The investigation found no evidence to indicate a device issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
Mobi-c p&f us: implant was loose on inserter. It was reported that: during a mobi-c surgery, the surgeon requested a 13 x 15 5h mobi-c implant for the patient. The nurse opened that size on the field for the surgical tech. The tech correctly loaded the implant onto the inserter and noticed the implant was loose on the inserter. The doctor thought something was wrong with and requested then a new one. Surgery was completed with another device, no patient impact or surgery complication reported.